Event description:
After the port was implanted the physician was unable to flush or aspirate the port. The port was repositioned but this did not resolve the problem, so the port was exchanged. There were no pt complications.